Manufacturer narrative:
(B)(4). This is one event for the same pt involving two separate products.

Event description:
The plaintiffs attorney alleged that the pt experienced a cardiac event and expired on the same day, which is alleged to have been caused by naturalyte and/or granuflo administrated for dialysis treatment.